Event description:
Related manufacturer report number: 1627487-2023-05416. It was reported that the patient's right lead had high impedances and the patient's left lead had migrated. Therapy was affected on one lead. It was noted that the patient had fallen from a car previously. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
The report event of high impedance was not confirmed. As received, electrically tested showed the returned both end segments of lead were passed isolation resistant testing. The cause of the reported event remains unknown.

Manufacturer narrative:
As received, electrically tested showed the returned both end segments of lead (b) were passed isolation resistant testing. Lead migration can/cannot be verified through testing alone. The cause of the reported event remains unknown.